Manufacturer narrative:
Additional information: b5, g3, h6 add fdp/ime/imf: c172008 and c98904 remove fdp: c28554 this event has been reassessed and the reportability has been determined to be a reportable malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, when the lead and the monopolar lead were connected to the diathermy machine, an orange/yellow error message stating "internal error, please dismiss" was displayed. The patient had injury.

Manufacturer narrative:
Correction: b5, h6 new rfr codes: port issue, error message - service required, monopolar port issue additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, when the lead and the monopolar lead were connected to the diathermy machine, an orange/yellow error message stating "internal error, please dismiss" was displayed. The leads were disconnected and was reattached and it flashed up again so everything was disconnected and replaced with another diathermy machine which worked. The original unit with the issue was left for 22 hours and when it was tested again the message did not appear. The status of the patient was unknown at the time when the issue occurred with the device but the patient eventually died but not related to the device issue.

Event description:
It was reported that during procedure, when the non-medtronic lead and the monopolar lead were connected to the diathermy machine, an orange/yellow error message stating "internal error, please dismiss" was displayed. The leads were disconnected and was reattached and it flashed up again so everything was disconnected and replaced with another diathermy machine which worked. The original unit with the issue was left for 22 hours and when it was tested again the message did not appear. The status of the patient was unknown at the time when the issue occurred with the device but the patient eventually died but not related to the device issue.

Manufacturer narrative:
Additional information: b5, g3. Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, when the lead and the monopolar lead were connected to the diathermy machine, an orange/yellow error message stating "internal error, please dismiss" was displayed. Information received indicates that the patient is deceased, no information was provided regarding the circumstances of expiration or relation to the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.